Event description:
Unomedical reference number (B)(4). Event occurred in the united states. The patient reported that she opened an infusion set and the site was slightly dislodged from the applicator, but she decided to use it anyway. When she applied the site, the cannula kinked and caused her to go into diabetes ketoacidosis and resulted in hospitalization as mother drove the patient to the hospital. The patient had large ketone levels which the health care professional assessed as dangerous/life threatening. Her blood glucose level was over 500 mg/dl at the time of event and had bolus with the pump to treat the high blood glucose level. The infusion set was in use for 3 days. The patient received insulin drip as corrective treatment which resolved the issue. The patient was hospitalized for 2 days. No further information available.